Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Patient's mother reported that the patient is not responding to sound and visited the clinic for a check-up.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient's mother reported that the patient is not responding and visited the clinic for a check-up. The patient will be seen next week for further technical check-up. Further proceedings will be discussed at that time.